Event description:
It was reported that the patient could not walk with the first pump and in 1999 they had to revise the catheter and anchors. It was thought they had done something with the scar on the pump because it was so bruised when referring to the three surgeries. It was noted that the anchors for the catheter that go into the vertebrae had to be done three times. This was reported to have occurred sometime after implant in 1999. The pump was later replaced on (B)(6) 2004 due to longevity. The pump was used to infuse bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l63763, implanted: (B)(6) 1999, product type: catheter. (B)(4).